Event description:
An underdose was reported. Patient felt bad for 3 weeks, experienced nausea, body aches and flu like symptoms. It was noted that the actual residual volume was less than the expected residual volume: arv: 0.5ml, erv: 3.9ml, 18 days prior to low reservoir alarm volume date. Hcp (health care provider) also stated that the patient was "fine now after refill and was able to fill the full 20ml". At previous refills hcp typically got about 1ml back and 2ml was expected. Patient was on oxycontin, klonopin, and anti-depressants orally. Pump infused morphine and bupivacaine. It was later reported that the event was due to a "low reservoir volume". Patient had withdrawal from opioid, pain, nausea, vomiting, gi (gastrointestinal) pain, anxiety and tremors. Patient was not hospitalized. It was a non-serious injury/illness. Pump was refilled as per routine and symptoms improved within a few hours.

Manufacturer narrative:
(B)(4).